Manufacturer narrative:
It was reported that the patient underwent a cystourethroscopy on (B)(6) 2013 due to lower urinary tract symptoms. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent robotic hysterectomy with left salpingo-oophorectomy.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and mesh were implanted due to stage iii cystocele, stress urinary incontinence, rectocele, and uterine descent. It was reported that she experienced pain, infection, urinary problems, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent excision of 5 cm eroded mesh in (B)(6) 2011. It was reported that patient underwent excision of vaginal mesh on (B)(6)2013. No additional information was provided.